Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there was no adverse patient effects reported. Additional information was received which indicated that, the field representative already contacted the facility in order to collect all the information required. The data was reviewed and there are no red alerts in latitude for this device. The technical services (ts) explained that the communicator is working properly but apparently there was a mismatch with the information in the system. The field representative will report back with all the information as soon as possible. This crt-d remains in service. No adverse patient effects were reported.